Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the cap was missing and blood leaked. V had a cap that was not on the catheter when placing the IV the blood free flowed out of the IV tubing and all over the floor. Injuries or adverse event: no.

Manufacturer narrative:
Additional information: g.4. K183399; k243403. Investigation summary: root cause couldn't be determined due to unavailability of sample information. This is the 1st complaint for cap missing and leakage for material 383516 & batch 6021509. Device history record of 6021509 has been reviewed. No related quality issues or process deviations were found during built and packaging this lot. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.